Event description:
During a remote follow-up, noise that resulted over-sensing and pacing inhibition was observed on the device. Provocative testing was performed, and the noise was not reproducible. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of no lv output and sensing noise could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including saline sensing test under nominal and high sensitivity settings indicated normal device functionality. Visual inspection of the device showed some stripped setscrew inset walls consistent with inserting the torque wrench at an angle. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.